Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 36 and 48 hours on the abdomen. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
The pod was received fully deployed. The bottom and middle batteries were measured to be below the expected. An external power source was used to download the data. The download data contained no timeouts, drive stalls, or hazard alarms, indicating no struggle in delivering insulin. Fluid flowed freely through the complete fluid path, initially. A leak test was done by clamping the distal tip of the soft cannula and rotating the ratchet gear to observe for any internal or external tears or leaks. An external tear in the soft cannula was found. It could not be determined when the cannula was damaged. A leak test was done by clamping below the external tear and rotating the ratchet gear to observe for any internal tears or leaks. No internal tears or leaks were found. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.